Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video telescope had a green image. The issue occurred during the scope (gynecology) procedure, which was completed using the same equipment. There were no reports of patient harm.

Event description:
The issue occurred during a therapeutic scope (gynecology) procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the protector of the video cable section is cut. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit (charge coupled device unit) is broken and therefore the image is green. Olympus will continue to monitor field performance for this device.